Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. A review of the manufacturing data for the stent profile was performed. During the manufacturing process, stent profile is confirmed on 100% of synergy devices manufactured. The stent outer diameter is measured and verified against specification for the product prior to packaging and shipping. The maximum crimped stent profile measurement is within the specification. Stent damage most likely occurred due to handling of the device during unpacking. The tip was visually and microscopically examined and slight damage was noted on the distal edges of the tip. The balloon cones were reviewed and no issues were noted. Stent crimp markings were evident on balloon body which confirms that the stent was crimped on the balloon prior to detachment. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile found a mid-shaft kink 20 mm distal from the hypotube/mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75 x 12 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking, it was noted that the stent dislodged from the balloon. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.75 x 12 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during unpacking, it was noted that the stent dislodged from the balloon. The device was not used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.